Event description:
A malfunction on the pump was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the caller by providing pump reset instructions, and the malfunction code did not recur after the pump was reset. The customer was advised to continue using the pump and to report back if any issues arose again.